Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The distributor reported that the pt pressed buttons several times to activate desired pump functions.